Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported by the hospital personnel that the patient called on (B)(6) 2016 to report experiencing light headedness and shortness of breath, and dark stools for approximately 2 weeks. The patient's hemoglobin(hgb) was 7.1 g/dl, and was admitted to the hospital. At the time of the event, the patient was on coumadin and aspirin and were held upon admission. A colonoscopy and endoscopy were performed, and did not reveal any bleeding; however, the hgb remained low despite blood transfusion. Enteroscopy was performed on (B)(6) 2016, and the patient received clipping and epinephrine injection that successfully stopped the bleeding. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.